Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The hospital has not provided any add'l info.

Manufacturer narrative:
2/11/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to the weakened key area of the rotation knob.